Manufacturer narrative:
Patient with prior history of yag capsulotomy had previous non-rx sight, single-piece acrylic lens removed on (B)(6) 2020 in left eye. The haptics of the single-piece acrylic lens were left within the capsular bag, and the light adjustable lens was implanted during the exchange, however the stability of the bag could not be verified. Light adjustable lens was noted to be dislocated on (B)(6) 2020. Patient was referred to a retinal specialist who performed scleral fixation of the light adjustable lens to resolve the issue. Following procedure, patient's eye is stable, and patient is happy with 20/20 vision. The device history record for the lens was reviewed. No issues were noted. The lens remains implanted within the patient's eye. No product was returned for evaluation.

Event description:
Patient with prior history of yag capsulotomy had previous non-rx sight, single-piece acrylic lens removed on (B)(6) 2020 in left eye. The haptics of the single-piece acrylic lens were left within the capsular bag and the light adjustable lens was implanted during the exchange, however the stability of the bag could not be verified. Light adjustable lens was noted to be dislocated on (B)(6) 2020. Patient was referred to a retinal specialist who performed scleral fixation of the light adjustable lens to resolve the issue. Following procedure, patient's eye is stable, and patient is happy with 20/20 vision.